Event description:
It was reported that a catheter break occurred. A zelante dvt clot hunter was advanced for thrombectomy procedure. Upon opening the packaging, it was noted that a piece of the catheter broke off. The device was not used, and the procedure was cancelled. The patient was under local anesthesia. No complications were reported.